Event description:
Upon review of a complaint sample for a non-reportable issue, baxter's failure analysis lab noted a transfer set with broken occluder feet. No pt injury or medical intervention was reported at the time of the initial report.